Event description:
The patient called to report that they have never heard the alarm before so when they heard the alarm coming from their device it scared them. It has never shocked them and they are concerned as to why it went off. It was noted that the patient was going to have the device checked the next day. Follow-up was conducted to obtain information on the patient's device check, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.